Manufacturer narrative:
Investigation summary: the reported defect has been confirmed based on the returned sample examination. The root cause is linked to an adhesive dispensation station error. Received one 24g x 0.75in. Nexiva device with opened product packaging for lot: 0295533. Gross visual inspection showed that there was blood residue inside the catheter tubing indicating that the customer managed to obtain flashback during insertion. Functional testing was performed, and resistance was encountered upon attempting to flush the device using 10 ml of water in a bd 10 ml luer-lok syringe. The returned injection cap was removed and tested individually. The injection cap flushed without issue. The luer hub was then flushed without the injection cap attached and resistance was encountered again, confirming the customer¿s reported defect of an occlusion. Microscopic inspection showed that there was a semi-translucent material resembling adhesive obstructing the fluid path at the junction point between the extension tubing and luer hub. The luer hub was then severed from the rest of the device and the device flushed through the extension tubing. No resistance was encountered, indicating that the luer hub was the only occluded section. An adhesive occlusion is likely to occur at the dispense adhesive station, when the adhesive is being applied to the outside of the tubing, due to a dispense valve failure, vacuum system failure, or servo setup error. The dispense valve tips place the adhesive on the outside of the extension tubing prior to being inserted into the luer adapter port. Misalignment of the tips may place the adhesive on top of the adapter or tubing. There was no adhesive anywhere on the outside of the device and the adhesive was in the correct location, which makes this an unlikely scenario. The vacuum system uses positive pressure inside of the adhesive bucket. If the pressure is off, air can be trapped up the vacuum line that dispenses the adhesive. The air in the line could cause the adhesive to sputter and spray the adhesive over the outside of the device. There was no adhesive anywhere on the outside of the device which makes this also an unlikely scenario. An incorrect servo setup would allow a position of the dispense valve tip to shift to a lower level, putting pressure on the tubing. When the adhesive is dispensed, it could flow to inside of the tubing causing the occlusion. There is a flow test system down the line that does a 100% inspection for occlusions by blowing air through the system. This system is challenged and checked per quality document qcnva-18 revision 06 version g to ensure the system is working properly. Based on the location and appearance of the occlusion, this step is the most probable root cause of the observed defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Investigation conclusion(s): the defect of flow rate slow / occluded was confirmed. Probable root cause: manufacturing.

Event description:
It was reported that semi-translucent foreign matter obstructed the bd nexiva¿ closed IV catheter system fluid path during use. The following information was provided by the initial reporter: "patient had to have new IV placed" via bd investigation: "microscopic inspection showed that there was a semi-translucent material resembling adhesive obstructing the fluid path at the junction point between the extension tubing and luer hub."